Event description:
Customer could reach the side of the cup to try and break the seal, but tried for 24 hours before going to the doctor to have her cup removed. She watched (B)(4) videos, bearing down, and pinching the base without any luck. She posted in a (B)(4). Group not associated with saalt about her struggles, but chose to seek medical care for the removal of her cup. Saalt offered a refund for the purchase of her cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."